Event description:
The pt was transferred via emergency medical system while intubated, using the bag refill valve below. When the pt arrived in the emergency dept, the tubing from the bag-valve-mask was connected to a wall source of oxygen, while still connected to the bag refill valve. This particular bag refill valve does not have a relief valve and subsequently all the oxygen from the tank and the wall was forced into the pt's body rather than being released. Rptr has seen that a newer model of these refill valves are made and has those as well, but the difference in them is that the new ones have a relief valve that prevents the air from being forced into the pt.